Event description:
It was reported that the patient had a revision due to dislocation. The removed has been worn.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding dislocation involving an unknown liner was reported. The event was confirmed. The root cause could not be determined because the device was not returned for evaluation and no medical information was provided.

Event description:
It was reported that the patient had a revision due to dislocation. The removed has been worn.